Event description:
It was reported that the handpiece leaked an oil-like substance during testing prior to the start of a procedure. There was no pt involvement. There was no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was rec'd at the MFR for eval, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. Service completed any necessary maintenance and repairs.